Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, additional information was received indicating the patient experienced capsular contracture baker grade unknown on the left side. Device evaluation summary: during the visual evaluation, a crease was noted in the anterior view. Leak testing was performed, according with mentor procedure, and it revealed a tear in the anterior view, measuring approximately 0.4 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness, or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of a paresthesia may be transient or chronic. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 17 2020, additional information was received indicating the patient is scheduled for device explantation on (B)(6) 2020. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation primary with a saline mentor smooth round moderate plus profile 375c breast implant experienced deflation on the left side. After a mammogram and biopsy was completed, the patient noticed asymmetry of the breasts. The implant feels different and she is experiencing pain in her armpit. The patient also reported tingling in her armpits and is feeling feverish. The biopsy was done due to patient palpation of hard mass in the left breast. The mass was biopsied to rule out malignancy and was confirmed to be a fibroadenoma. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.